Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump tubing was leaking. Tubing leaks close to filter. Client missed half of antibiotic dose that was infusing when tubing noted to be leaking. Pump program verified and no further leaking noted after tubing changed. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: date returned to mfg 6/17/2024. One sample was returned for evaluation; no pictures were provided. Visual inspection found no damage or other defects on the sample. Functional testing found no leaks in the sample. The reported issue could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted.